Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) was broken.

Event description:
N/a

Manufacturer narrative:
Getinge field service engineer (fse) reported that customer dropped the doppler on the floor during cleaning. Fse send the quotation for new doppler to the customer but the customer didn't approve quotation until now. Device is not in clinical use as of now.

Event description:
It was reported that during cleaning the user dropped cs100 intra-aortic balloon pump (iabp) doppler on the floor. There was no patient involvement.